Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated she had fallen and fractured her arm on (B)(6) 2012. It was noted that the patient had "nerve pain" in her left hip since the fall. It was stated that the patient was feeling stimulation in both legs, but she was not sure that it was in the correct location. It was reported that the patient had requested pain medication. About two weeks later, it was reported that the patient had an appointment with either her doctor or medtronic representative on (B)(6) 2012. It was noted that the patient's concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).